Event description:
A us distributor contacted zoll to report that a patient developed a boil under the lifevest equipment. Patient described the area as a boil above the vibration box on back. There was no alleged device malfunction contributing to the boil. The patient¿s physician advice placing a warm compress on the boil. Follow up indicated that the boil improved.